Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.

Event description:
It has been identified that this record, mrn 9617229-2024-02704, is a duplicate of mrn 9617229-2024-00630. Please see mrn 9617229-2024-00630 for reportable events.